Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had buttons were hard to press. Customer's blood glucose level was unknown. Customer stated that insulin pump had frequent no delivery alarms without explanation. Customer stated that changing batteries twice a month and clip was completely broken. The insulin pump will not be returned for analysis.